Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered on channel a.

Manufacturer narrative:
Eval summary: the condition of underdelivery was confirmed. The infusion pump was tested for flow accuracy at 100 ml/hour, and the infusion pump failed the accuracy test with a flow value of -7.5% from the desired amount. The specification of this device is (B)(4). Inspection of the device found that the pump underdelivered due to a faulty pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA (B)(4), which was opened on july 28, 2005.